Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the shock is not getting delivered. There is no reported patient involvement.

Manufacturer narrative:
A philips field service engineer (fse ) spoke to the customer and confirmed that the recorder is not printing ECG upon shock delivery, that was the actual problem.